Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the external jugular was nicked, and the patient experienced bleeding. Physician used suction and a hemostatic agent to achieve hemostasis. This resolved the issue.